Manufacturer narrative:
Final analysis found normal device characteristics. A review of the initial sterilization records revealed no evidence of an abnormal cycle. The reported infection appears to have resulted from factors other than the device itself.

Event description:
Information received from the field notes that the patient developed a fever and chills and was found to have blood cultures positive for staph aureus. The patient's clinical status was addressed as sinus node dysfunction with pacemaker dependent and had an escape rate of 45 bpm.~~~~